Event description:
It was reported to boston scientific corp that a combo cath wire-guided cytology brush was used during a cytology procedure performed on (B) (6) 2009 (pt over 70 years old). According to the complainant, the device was inserted to the bile duct along side the guidewire, however, the brush did not extend smoothly. The brush was retracted and the device was removed from the pt when it was noticed that the catheter was torn and bent at the distal end. The procedure was completed with another combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).